Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported that patient did not enter value promptly. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported the patient did not enter values promptly. The instructions for use for the animas vibe insulin pump and cgm system states: in order for your cgm to work properly, you will be prompted to calibrate your cgm with fingerstick bg test results at various times during a cgm session. More specifically, you will need to be prepared to take a fingerstick test(s) with your commercially-available bg meter, and enter the bg results into your pump within 5 minutes of being prompted. The purpose of the calibration is to correlate sensor readings to the reference bg meter to maintain sensor performance. You may see a few second delay in screen display immediately after entering a cgm calibration value. This is normal as the calibration value is processed.